Event description:
The account alleges that while the pt was being transported to the operating room, the lift off foot section fell off resulting in the pt falling to the ground. No serious injury was reported.

Manufacturer narrative:
The account and the technician determined that this issue was caused by the nursing staff user error. The staff member was pulling on the lift off foot section during transport. This issue could not be duplicated. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current and determined that the cause of this issue was nursing staff user error. The issue could not be duplicated.